Manufacturer narrative:
The pod was received fully deployed. Corrosion was found in the pod. The bottom two batteries had less than the expected amount of voltage. A leak was found on the unexposed portion of the soft cannula. An 0x40 alarm was sounded by the pod, indicating that the rotational sensor maximum open count was exceeded. No corrosion was found on the commutator cap or rotational sensor springs. It could not be conclusively determined if the leak contributed to the alarm. Large cracks were found on the top and bottom housing. It could not be determined if these cracks contribute to the corrosion found in the pod. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 350 mg/dl, while wearing the pod on the abdomen between 24 and 36 hours. A manual insulin injection was administered to treat the hyperglycemia and a new pod was applied.